Event description:
Tampon string is cut off on each tampon [device physical property issue]. Case narrative: consumer reported via email that the tampon string was cut off on each tampon. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.